Event description:
During an atrial fibrillation procedure, air was aspirated after the puncture was performed and the introducer was inserted into the patient. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 10f fast-cath introducer sheath was received for evaluation. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no water was noted to leak out of the hemostasis hub. A dilator was inserted and removed from the sheath. An aspiration test was reperformed and air was aspirated into the syringe. A pressure leak test (liquid method) was also reconducted and water leaked from the seals. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on the slit of the seal. A corrective action was initiated to address the failure mode of the swartz braided introducer leak.